Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise and low amplitude measurements causing the delivery of such inappropriate therapy. No noise was able to be reproduced and no changes were made to the s-ICD as it remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise and low amplitude measurements causing the delivery of such inappropriate therapy. No noise was able to be reproduced and no changes were made to the s-ICD as it remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Manufacturer narrative:
A corrective and preventive action (CAPA) investigation has been initiated to further evaluate this behavior and to determine if any corrective actions are warranted. Upon identification of a solution, it will be validated and implemented, as appropriate. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our quality systems process.